Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported kink appears to be related to operational context and the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported by the account that the bdc kinked prior to be being advanced and was still advanced through the co-pilot and subsequently separated. In this case, it is likely that the shaft kinked as a result of inadvertent mishandling of the device from the scrub nurse. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to advance the kinked shaft into the co-pilot, contributed to the reported separation; however, an in-service will not be requested for the account to address the violation of the instructions for use since the account stated that they are aware of the violation. B5: describe event or problem updated. D4: model, catalog number updated from 1012272-15 to 1012272-12. D4: lot number updated from 40824g1 to 40913g2. H6: health effect impact code 2199 removed and 4656 added.

Event description:
Subsequent to the initial report being filed, the initially reported 2.5x15mm trek balloon dilatation catheter was actually a 2.5x12 mm trek balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017 - n/a.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery (rca) with moderate calcification and moderate tortuosity. The 2.5x15mm trek balloon dilatation (bdc) was kinked prior to be being advanced through a co-pilot device and the shaft of the bdc broke in half due to error use by the scrub tech. The bdc was not used in the procedure. Then, the 3.5x12mm trek balloon dilatation catheter shaft broke in two pieces during advancement while inside a 6 fr guide liner. Therefore, a an unspecified balloon was advanced to the distal part of the guide liner and then inflated to remove all devices as a single unit. Ballooning and stenting were performed to finish the procedure. There was no patient adverse effects and no clinically significant delay reported in the procedure. No additional information was provided.